Event description:
It was reported to philips that there was no tube focus available on the azurion device. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred, and the reported issue happened on 15th of december 2022. The philips remote service engineer (rse) analyzed the log file and determined a failure in the generator and the x-ray tube. The remote alert indicated a no-tube focus and an active low-load fluoro error. The philips field service engineer (fse) examined the system on-site and identified an error in the x-ray exposure. To resolve the issue, the fse replaced the x-ray tube, performed tube conditioning calibration, filament calibration, dosimetry calibration, image quality calibration, anti-collision sensor calibration, and the 3-dimensional rotational angiography (3dra) calibration. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.